Event description:
It was reported that shaft break occurred. A 32 x 3.00 rebel stent was selected to treat the lesion. When the device was advanced into the guide catheter, the hypotube became bent. The physician attempted to straighten it back by bending it in the opposite direction; however, the hypotube snapped into half. The stent was undeployed so the device was removed from the wire and the procedure was completed with a non bsc bare metal stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).